Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2020-04478, 1627487-2020-04479. It was reported the patient experienced a fall in (B)(6) 2020. In turn, x-rays were taken which showed all of the patient's leads had migrated. Surgical intervention may be pending.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates the leads were explanted and replaced. During the procedure it was discovered the leads had also fractured.